Event description:
Per the clinic, the patient experienced poor performance with the device use and found to be folded over in the cochlea, resulting in the decision to explant the device. The device was explanted on (B)(6) 2025, and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.